Event description:
System pressure alarm occurred. Two air in line alarms also occurred. No air noted in sensors. There are a few tiny fine bubbles in the collect line that have not moved. One system 3 alarm occurred and therakos was notified. The machine was powered off and restarted. Another system 3 alarm was noted. Machine was repowered and we had a number 46 accelerometer alarm three times. The centrifuge chamber was inspected and no loose connections or leaks were seen in the in system. Therakos clinical support stated the machine needs to be sent for repairs. The cellex machine will be sent to biomed. The treatment was stopped. A manual return was done of contents of blood products left in machine. The dr was paged to notify that we were unable to finish treatment. Patient remains stable and denies complaints and will return to extracorporeal photopheresis (ecp) tomorrow morning.